Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, error 46822 was noted. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).